Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date could not be located in the manufacturing database. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged about two weeks after implant as evidenced by undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.